Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, the ventilator did not recognize the external battery pack. Upon replacing the external battery, this issue was resolved. There was no medical intervention or adverse patient effects reported.